Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Device one and device two were returned loaded with a broken needles. Visual functional indicated no other abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During normal use in a total laparoscopic hysterectomy laparoscopic procedure while closing the vaginal cuff, the needle part of the device broke. An x-ray was performed to locate the pieces. There was more than 1 defective device involved and occurred in different cases. Got a new suture to resolve the issue. Patient status was asked but unknown.